Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire at the weld on yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. A review of the submitted image was performed, and additional information was received: the customer provided an image of the instrument; however, the potential issue / damage could not be seen nor determined based on the image.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the permanent cautery hook instrument did not cauterize/insufficient energy. There were difficulties within wrist/energy using the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not working when the surgeon was about to use it during the procedure. They did not observe any physical damage or broken cables, so it could be related more with energy, however it could also be a mistake during the instrument preparation and that it could have no damage.